Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data or the lead itself become available.

Manufacturer narrative:
Summary the performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical inspection. The visual inspection revealed severe damages of the svc shock coil. In particular, the welding between the svc shock coil and the respective conductor cable was found broken. Based on the characteristics, it is reasonable to assume that these damages resulted from the application of strong mechanical forces on the lead, presumably during the surgery or as a result of the interaction with the clavicle as mentioned in the complaint description. Further inspection of the lead did not reveal any deviations which might have led to the clinical observation. In particular, the insulation was found intact and no externalization was observed. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that during the implant procedure the physician found some difficulties to insert the lead because of friction of the vcs coil when passing through the clavicle area. Two months later, during a follow-up a lead dislodgement was noted. The patient informed the physician that she was doing extension exercises with the arms starting the week of the implantation, so the physician associated these extension movements with the lead dislodgement. The patient underwent a revision, the lead was explanted and replaced. An insulation damage was noticed after the lead was explanted. No adverse patient side effects were reported.